Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope, gynecologic had scope communication code e216 and green, purple flicker also appears in the image. The event occurred during surgical diagnostic procedure. The intended procedure was completed using same device. There were no reports of patient harm.